Manufacturer narrative:
Follow-up # 1 date of submission 2/07/2017 device evaluation: the device has been returned and evaluated by product analysis on 1/10/2017 with the following findings: the pump¿s black box data history could not be downloaded due to internal moisture damage in the pump. During testing, the pump powered up with an unresponsive ¿ok¿ button. The initial complaint about ¿tactile changes¿ was confirmed during the investigation. The keypad rubber was removed to inspect under the contacts and there was no contamination or damage was found to the key¿s contacts. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. A leak test was performed and failed due to the battery compartment leak and a bolus button leak. The pump¿s cover was removed and there was moisture corrosion found to the keypad flex/connector, the ir circuit and to the motor flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the ok keypad button was under responsive to user presses. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery.